Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product provided at this time. Most likely underlying root cause: (B)(4)- improper use, mishandled by user.

Event description:
Consumer reported complaint for syringe plunger not working. The product storage location is undisclosed. Customer is unable to draw insulin with syringe. Customer says plunger is malfunctioning. Not drawing insulin correctly. Says she is able to draw a small amount then plunger gets stuck. Customer is using syringes on her dog.